Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When dr (B)(6) was revising a right hip dislocation it was discovered that the proximal body was a left trochanter body 15 degree ref number 1987-11-205 in a right hip. Additionally due to the dislocation he replaced the constrained acetabular liner and the femoral head patient consequence? :no. Action taken for procedure:replaced the left with a right trochanteric body and a new acetabular liner bi polar head and a articuleze femoral head is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.